Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the device was explanted due to ¿end of useful life.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that the device never helped with symptoms relief and had been off since a month after implant. Patient also stated that the device never worked and it just there in the body and that it malfunctioned and turned off and did not work. No further complications were noted or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis of the implantable neurostimulator (ins) identified that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002. The returned device passed all testing in the laboratory and no anomalies were identified product type extension product ID: 3886, lot# j0028009v, product type: lead. Analysis identified that the {x} conductor(s) was/were broken at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.